Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: no problem found. Source: phone.

Event description:
Reported one false positive sars result for one asymptomatic female patient screening prior to medical procedure. The customer communicated the result was confirmed negative by molecular (pcr testing).